Event description:
It was reported that during a lap sigmoidectomy procedure, the device fired malformed staples. The surgeon used sutures to complete the anastamosis. The procedure was extended by an hour and a half. There was no reported patient consequence.

Manufacturer narrative:
Date sent: 05/29/2007. Information anticipated, but unavailable at this time.